Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. (B)(4). Please note that the contact is not a medical professional but a more accurate choice is not available. It was reported that a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the inferior vena cava (ivc) filter is tilted anteriorly at the superior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. There is a perforated medial strut that contacts the aortic wall. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. There is a perforated medial strut that contacts the aortic wall. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Based on the additional information received, updates were made to the following sections: age , date of event &, device identification. The manufacturing and expiration dates of the lot number are not currently available. Additional information was received from a patient profile form (ppf) in which the patient alleges that the filter perforated outside of the inferior vena cava (ivc) and, also perforated into organs, the filter tilted and is unable to be retrieved. There have been no documented attempts to retrieve the filter. The patient became aware of these issues approximately fourteen years and ten months post implant. The patient also reports experiencing anxiety related to the filter. Information contained in the medical records indicated that the filter was placed prophylactically prior to gastric bypass surgery. The filter was placed via the right common femoral vein and deployed at the l3-l4 level without complication. The ivc was noted to be or normal caliber and without evidence of thrombus. The patient tolerated the procedure well. Approximately one month later the patient underwent a bypass, gastric roux-en-y laparoscopic procedure. The patient¿s medical history is listed as an anterior cervical fusion, cholecystectomy, right knee arthroscopy, lymphedema of the left leg, hypertension and morbid obesity. One month later, the patient had an ultrasound of the abdomen for lymphedema, the test results were unremarkable. 3 months later, the patient underwent a total abdominal hysterectomy and right salpingo-oophorectomy for uterine fibroids and a pelvic mass. Approximately 10 days later, the patient went to the emergency room with complaints of fever, weakness and abdominal pain and was diagnosed with a surgical wound infection. Six months later, the patient underwent a surgical procedure for release of a right cubital tunnel due to right ulnar nerve neuropathy. 7 months later, the patient underwent a pubo vaginal sling for stress incontinence. Approximately 7 months later, the patient went to the emergency room after falling while attempting to get on a bicycle, the patient was diagnosed with a sprained ankle and discharged the same day. Approximately fourteen years and nine months post implant the patient underwent a computed tomography scan of the abdomen and pelvis. Findings noted that the filter is tilted anteriorly, and all the struts of the filter perforate the ivc wall up to 4mm. There is a perforated medial strut that contacts the aortic wall. The documentation in the report also stated that the original function of the filter is permanent and therefore cannot be removed by percutaneous approach. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, underwent placement of a trapease vena cava filter. The patient is reported to have had a history of anterior cervical fusion, cholecystectomy, right knee arthroscopy, left leg lymphedema and morbid obesity. The filter is reported to have been placed prophylactically prior to gastric bypass surgery. The filter was implanted via the right common femoral vein and deployed at the level of l3-l4 without complication. The patient is reported to have tolerated the procedure well. Approximately one month after implantation, the patient underwent the planned gastric bypass surgery. Approximately fourteen years and ten months after implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted anteriorly with its¿ superior aspect in contact with the inferior vena cava (ivc) wall. All the struts of the filter had perforated the ivc by up to 4mm; with one of the medial struts in contact with the aortic wall. The patient reported that the filter could not be retrieved. No attempt to retrieve the filter were documented. The patient further reported anxiety associated with the possibility that the filter would get worse or lead to other injury. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.